Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in the united kingdom: "underinfusion" according to the customer: an under-infusion was reported. According to the complainant, on september 2, 2023, an insulin infusion was not correctly infusing the hourly rate (lower than previous hour). The line was patent and the pump did not alarm. The pump was subsequently removed from circulation. Additional information was received which revealed the following details. A continuous insulin infusion was being carried out at the time of the incident. No patient harm occurred as a result of this event. Blood glucose levels remained stable despite the patient not receiving the correct amount of insulin for the hour. Reportedly, "due to increased work load there was a delay in inputting 14:00 observations until 14:50 and noticed that the previous hour total insulin was higher at 13:00 than 14:00 (as per local hospital incident form). As soon as discrepancy in pump total was noticed, pump removed from clinical space and new pump was used immediately."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: perfusor space. 2.2 article number: 8713030. 2.3 serial number/batch: (B)(6). 2.4 software version: m030003. 2.5 hours of operation: 1138. 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: the device history files were read out and analyzed. No abnormalities were found in device and alarm history. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damaged parts are to locate. 3.3 functional inspection: a functional test was performed. The device passes the self-test. A bd plastipak 50 ml syringe was inserted, and the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 individual inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,84%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24. 3.5 disassembling: during the investigation no faults could be detected. To investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.